Manufacturer narrative:
1. It was learned from the follow-up information that the sample was leaking at the septum during the puncture, and no defective sample or photo were returned. 2. DHR/bhr review lot#4016760 1-the products of this batch were assembled at intima ii auto line 4 in february 2024, and packaged at r240 package line and cfs package line in february 2024. Work order quantity was (B)(4) pcs. 2-the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications; 3-the leakage test results of (B)(4) pcs in process testing and (B)(4) pcs in outgoing testing were within the product specifications; 4-no unqualified, deviation or rework activities in the production process; 5-the septum assembly equipment without abnormal maintenance. 3. Two retained samples of this batch were taken for 800mm simulated clinical leakage test, and no leakage was found at the septums. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality was found in the production process and retained samples, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample was not received for further testing, the root cause of the leakage at the septum could not be determined. The plant will continue to track and trend the issue.

Event description:
No additional information provided.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leakage on (B)(6) 2024, the patient had surgery today, and when the nurse did the preoperative implantation of the indwelling needle, blood oozed out along the core of the needle after removing the steel needle, resulting in exposure of the blood to the risk of infection, and the use of a new indwelling needle to puncture the patient again was normal, resulting in unnecessary pain for the patient